Event description:
It was reported that the pt's stimulation was turning off. The pt stopped feeling stimulation. When they went to increase their stimulation, they received the "turn neurostimulator on" screen. This has occurred more than once. The pt was at home. The healthcare provider confirmed that the pt experienced a lack of effect and no stimulation. The pt's device was reprogrammed and was doing well.

Manufacturer narrative:
(B) (4).